Manufacturer narrative:
(B)(4). The onset of this peritonitis event was an unknown date in (B)(6) 2013. The sample is not available for analysis and the lot number was unknown; therefore a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as break in aseptic technique due to made a mistake and touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a home patient experienced a break in aseptic technique described as made a mistake and touch contamination during peritoneal dialysis (pd) therapy using unknown baxter pd disposables, which caused peritonitis. The patient was hospitalized for the event. The exact length of time the patient was hospitalized was unknown. The patient was treated with vancomycin intraperitoneally (dosage and frequency were not reported). The patient and family were retrained on proper aseptic technique. Pd therapy was ongoing. The patient recovered from peritonitis.